Event description:
It was reported that during a laparoscopic supra cervical hysterectomy procedure the device was leaking pnuemo from the inner seal. A new device was pulled to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Was there a drop in pressure? Asku. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Inter seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Grapers, camera, harmonic. Was any torque being applied to the trocar or device? Asku.